Event description:
It was reported that a patient underwent a breast augmentation procedure on (B)(6) 2013 and suture was used. When suturing the skin closed, the needle came away from the suture. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found a clip off defect.